Manufacturer narrative:
Date of implant is currently unknown. A good faith effort (gfe) attempt has been sent to get this information and the device replacement date. Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device is scheduled to be replaced at an unspecified near date. This device currently remains in service and no adverse patient effects were reported.